Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer's mother reported that 3 times in (B)(6) the headset (adhesive and needle) was separated from the customer's thigh while swimming. No adverse event reported. A request was made for the return of the device.